Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: pain, hematoma. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during the thumb advancer deployment, the pt felt pain and jerked the leg up kicking the physician. The clip deployed in the vessel and achieved hemostasis. The pain resolved after the procedure. A large hematoma developed, which resolved with digital pressure. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.